Event description:
This complaint is from the clinical study. The procedural was an elective case. The target lesion was at the proximal circumflex. The vessel was a de novo, concentric, focal, ostial, bifurcated, but not calcified lesion. The diameter of the vessel was 2.5mm, and the lesion length was 2.84mm. Pre-procedure stenosis was 68%. Lesion classification was a type b2. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 3.0x15mm balloon at 8atm; inflation time is unknown. A 3.0x13mm cypher sirolimus-eluting coronary stent was implanted at 12 atms for 31-60 seconds at the target lesion. Post-dilation was not conducted. Timi flow pre and post procedure was iii. The residual percent of stenosis was 4%. Intravascular ultrasound (ivus) was conducted. At 8-month follow up a coronary angiogram (cag) was conducted, and there was no problem observed; only 32% stenosis. Approximately a month later a follow up cag was conducted and diffused restenosis was observed inside of the cypher. There was 90% restenosis. To treat the restenosis, plain old balloon angioplasty (poba) was conducted. Procedure details were all unknown. The residual percent of stenosis was 25%. Physician's comment: the probable cause of this event might be, because the patient easily can get cardio stenosis.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.